Event description:
The customer reported that the sys displayed a generator communication error message and would not perform fluoroscopy. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an over-the-phone investigation. The customer was instructed to reboot the system. The system was tested and found to be working as intended and placed back into svc.